Event description:
During an in-clinic follow-up, noise that resulted in over-sensing, decreased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.